Manufacturer narrative:
The device has been returned/received to date, but is pending investigation. A supplemental report will be submitted with the investigation results we are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that the pod's pink slide did not move forward indicating a needle mechanism failure. The cannula was visible but the cannula did not insert properly.

Manufacturer narrative:
The device was received with the cannula deployed and needle retracted. The first priming sequence ran 48 pulses and then the device was deactivated by the user at pulse 58. The firing flat was in the expected vertical position for deployment. The needle mechanism was reset and deployed with no issue. No housing or environmental seal damage was found. No damages or defects were observed that would prevent the needle mechanism from deploying as intended. Although no issues were noted with the needle mechanism, a root cause for the reported needle mechanism failure could not be determined.